Event description:
A technician reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. In a follow up the clinic manager reported that the blood leak happened during the initiation of the hd treatment. The blood leak was described as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. The blood leak was visually seen in the hansen lines. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 150ml. There was no patient injury, adverse events or medical intervention required. There was no observable damage to the dialyzer. The treatment was completed the same day with new supplies on a different machine. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: a device was returned to the manufacturer for physical evaluation. During gross visual examination, a delamination was observed in the polyurethane (pu) to be extending from approximately 275° to 140° with the ports at 0° on the cavity ID end. The pu was found to be low. Further visual examination did not identify any other damage or irregularities on the returned sample. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A technician reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. In a follow up the clinic manager reported that the blood leak happened during the initiation of the hd treatment.the blood leak was described as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. The blood leak was visually seen in the hansen lines. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 150ml. There was no patient injury, adverse events or medical intervention required. There was no observable damage to the dialyzer. The treatment was completed the same day with new supplies on a different machine. The device is available to be returned to the manufacturer for evaluation.